Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (600 mg/dl) the customer took a bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed. Reportedly, the customer is a new pump user. The customer stated that elevated bg level could possibly be due to not performing fill tubing or fill cannula during the load process. The customer was educated on the proper load process. The customer declined to continue troubleshooting with cts.